Manufacturer narrative:
Imdrf device code a050702 captures the reportable event of polyp resecting issue. Imdrf device code a0401 captures the reportable event of loop break.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used during a colonoscopy procedure to resect a 7 to 8mm polyp in the colon performed on (B)(6) 2022. During the procedure, the physician is having some issues with the captivator cold snares for not cutting through the polyp and the tip of the loop got broken. The procedure was completed with a similar captivator cold snare. There were no patient complications reported as a result of this event.